Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2022-04843. It was reported that the patient's ipg was explanted and replace due to becoming inoperable. During the procedure, it was noted that the lead extension was damaged. The same extension was used with the new ipg with no issues.

Manufacturer narrative:
The reported observation of ¿ipg end of life¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol).